Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). It was reported that patient heard pump-alarm that went off at 2:30am. Patient didn't know if it was a low reservoir alarm or critical alarm. On (B)(6) 2017, the rep met the patient at the emergency room (ER). The rep analyzed the pump and there was a motor stall that occurred at 02:30 am that morning that hadn't recovered. The rep then notified both the healthcare professional (hcp) who implanted his pump and his managing hcp. The patient was scheduled for a replacement on the same day. The old pump that had the motor stall was explanted and replaced with new pump later that day. At the time of this report, the issue was resolved. Pump that had motor stall would be returned to the manufacturer for analysis. Patient was receiving lioresal, 2000 mcg concentration at 1315 mcg dose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2017-dec-13 regarding a patient receiving gablofen (2000mcg/ml at an unknown dose) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient presented in the emergency room (ER) on (B)(6) 2017 with a critical pump alarm. The pump was reportedly interrogated and logs showed a motor stall at 13:30 and a recovery at 14:07. It was confirmed that there were no withdrawal symptoms and the pump was running normally from what the programmer could read. It was unknown why the motor stall occurred, and it was noted that the patient did not live, work, or maneuver around high electronic or magnetic fields. The patient was reportedly in good condition. No surgical intervention occurred or was planned, and the issue was considered unresolved. The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Analysis of the implantable infusion pump revealed that there was residue present in the motor gear train that contributed to the motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from a manufacturer representative on (B)(4)2017 the initial reporter was specified.